Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific implant request form was received for a right distal femur jts. As reported by the surgeon via email: "he requires a full revision as his current implant has worked loose on the femur side, and the tibial stem has breached the posterior tibia. I will need to remove all the current cement, shorten his residual femur by a few cm¿s (to be decided once I see the CT scan planned for (B)(6)), and we will need to create a custom slot for me to put a screw up into the femoral neck to increase the purchase as the stem is likely to be a stubby stem. I will want to put a grower in as he still has a fair amount of growing left."

Event description:
A patient specific implant request form was received for a right distal femur jts. As reported by the surgeon via email: "he requires a full revision as his current implant has worked loose on the femur side, and the tibial stem has breached the posterior tibia. I will need to remove all the current cement, shorten his residual femur by a few cm¿s (to be decided once I see the CT scan planned for (B)(6)), and we will need to create a custom slot for me to put a screw up into the femoral neck to increase the purchase as the stem is likely to be a stubby stem. I will want to put a grower in as he still has a fair amount of growing left." Update 20feb2023: "the CT image provided showed massive radiolucent lines along the femoral stem [..] In addition, the tibial stem was breaching the posterior cortex which may have caused tibial bone fracture at tip of the stem". Review of the design proposal of pin (B)(6) confirms the tibial and femoral stem of pin (B)(6) remained in situ.

Manufacturer narrative:
An event regarding loosening involving a jts, distal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for a jts distal femoral replacement, which was inserted in (B)(6) 2019. The surgeon reported loosening of the femoral stem and breach of the tibial stem onto posterior tibia. The CT image provided showed massive radiolucent lines along the femoral stem. The cement mantles were fragmented. The femoral bone has undergone a very significant resorption and remodeling, which left a very thin cortex especially near the bone resection. In addition, the tibial stem was breaching the posterior cortex which may have caused tibial bone fracture at tip of the stem. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other relevant events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.